Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 6 atm when dilated up to 20 mm in a stepwise fashion. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.